Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was involved in a no flow event. The device was being used in a piggyback setup with a non-baxter primary set, and was connected to the y-site immediately distal to the primary set's check valve. According to the report, the secondary set was not running, as the primary line ran instead. This occurred during infusion of an antibiotic solution using a non-baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.